Event description:
Customer reported leak in tubing. The leak occurred after the pump was set and beginning to infuse. Bubbles were observed at the engagement of the tubing to the blue top connector. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been received. A follow up will be submitted if further info is obtained.